Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional had both sets ball bearings and springs disassembled and missing. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the shim is missing the ball bearings.